Event description:
A healthcare professional reported a patient was injected with 2 syringes of juvéderm¿ voluma¿ with lidocaine into the c1 and c2. A week later, the patient presented with symptoms of a lesion and swelling in the c1 region. Hcp considered the event to be an infection and prescribed patient with anti-allergic medications and antibiotics. Just over a month later, patient underwent small parts ultrasound of the area noting no underlying cystic areas. The ultrasound noted the possibilities of hypodermal fat necrosis and subcutaneous inflammatory granulomatous lesion. Culturing was also performed on this date and showed many areas of caseous necrosis and confirmed no epitheloid cell granuloma was seen. There were many acid fast bacilli seen. The smears were suggestive of tubercular abscess. Device has been discarded. Symptoms are ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a4, b2, b3, b5, b6, b7,section c. Suspect product, d1, d3, d4, d6a, g1, g4, h4, h6, h8.

Event description:
A healthcare professional reported a patient was injected with an unspecified dermal filler with a cannula and there was a bacterial contamination that occurred. Symptoms status is unknown.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.